Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter read inaccurately low compared to a laboratory device. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter inaccuracy issue began on the morning of (B)(6) 2015. The patient reported obtaining blood glucose readings of "64 and 79 mg/dl" with the subject meter and "99 mg/dl" on the laboratory device. The tests were performed within an unknown time of each other. Based on statistical methodology, the calculated difference of these glucose results may exceed lifescan's criteria for accuracy. The patient informed the csr that he does not take any medication to manage his diabetes and claimed he continued to follow his usual diabetes management regimen in response to the alleged issue. The patient claimed that an unspecified time prior to when the alleged issue started he developed symptom of feeling "lightheaded". The patient reported that on the morning of (B)(6) 2015 he attended the emergency room (ER) as a result of the alleged issue where he was treated with IV fluids. The patient claimed a blood glucose test was performed on the ER device at an unspecified time on (B)(6) 2015 and results of "99 and 107 mg/dl" were obtained. During troubleshooting, the customer service representative (csr) confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received health care professional (hcp) treatment suggestive for a high blood glucose excursion after obtaining alleged inaccurate low blood glucose readings with the subject meter.

Manufacturer narrative:
The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. Follow-up # 1 device evaluation in addition, performance testing with blood was performed on the retain test strips. The retain test strips passed performance testing. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.